Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 380 mg/dl. The customer stated that he had been experiencing blood glucose levels as high as 400 mg/dl for about a day before being hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. Only a low reservoir alarm was found in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.